Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (flashing / high pitched screeching noise) was confirmed. As received, the monitor would not power on properly. Upon evaluation, the monitor exhibited a failure at ram bga components u100 and u101 on ca board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was flashing and emitting a screeching sound.